Event description:
The micro reciprocating saw was sent in for evaluation due to overheating during a procedure. The procedure was completed with a readily available replacement device without any procedure delay. No adverse event was associated with the device.